Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed intraoperatively due to dislocation. A suture was placed with no incision enlargement. A backup lens of different model was implanted. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned and evaluated. Visual inspection of the iol found that two haptics were bent. The cause of the damage could not be determined. Device history records (DHR) were reviewed and no anomalies or discrepancies were found. Additional attempts to collect more information for this event from the customer were unsuccessful. Based on the available information, the root cause of this event cannot be determined.